Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed the following error messages, "belt slip", "overspeed" and "pump needs service". No other details regarding the nature of the event were provided. An alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully and there were no adverse consequences to the pt as a result of this event.